Manufacturer narrative:
Reference MFR #2916596-2014-01904 for the report of the percutaneous lead infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to septic shock. The patient had initially developed a percutaneous lead infection on (B)(6) 2014 which reportedly never resolved and the patient remained on long term antibiotic therapy. The patient concurrently suffered from acute on chronic kidney injury and advanced ischemic cardiomyopathy. The patient's septic shock was accompanied by multisystem organ failure and subarachnoid hemorrhage hyponatremia suspected to be secondary to intracranial process. It was reported that the vad was functioning as expected and there were no device issues. The pump was not explanted.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke, bleeding, driveline infection, sepsis, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator reported that the patient was brought to the vad clinic from an outside subacute care facility where he was residing, and had visible neurologic changes. He was on coumadin and his inr on admission was 1.4 and was subsequently stopped. Patient had developed multisystem organ failure due to the long term driveline infection with positive blood cultures ((B)(6) 2015 - positive for proteus, pseudomonas, corynebacterium) on admission. Creatinine 3.8, sodium 123, and white blood cell count 22.6.